Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual and dimensional analysis of the returned device and packaging confirmed the reported event and found evidence of product non-conformance. Review of manufacturing history determined a packaging control issue at supplier resulted in the mixed product. Further investigation has been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. (B)(4). Investigation is ongoing and when additional information is received, a follow-up report will be submitted to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-04181 / 1825034-2016-04227).

Event description:
During a total knee arthroplasty it was noticed and a size 65mm femur was packaged as a size 57.5mm. Another femur of the correct size was available and used to complete the procedure without delay.